Event description:
Customer reported a photoactivation blood leak. Complainant: same as reporter. Customer called to report centrifuge bowl leak at start of third cycle. Cts asked if there were any other alarms. Customer stated none that she was aware of. Customer stated she is currently not at the site where the event has occurred. Cts asked if procedure was aborted. Customer stated yes procedure was aborted. Wts asked if blood/products were returned to the patient. Customer stated that initially the products were to be returned to patient, however when preparing the recirculation bag for a manual return, there were many clots observed in the kit thus she opted not to return any products to the patient. Service order# (B)(4) was dispatched for inspection of the instrument. Customer returned data key for investigation.

Manufacturer narrative:
A review of lot file b704 was performed. There were no nonconformances associated with this lot. The following alarm was noted during lot release testing. Centrifuge fluid leak: none found restarted testing. This lot met all release requirements. A review of complaints received for lot b704 was performed. There was one other bowl leak complaint reported at the time of investigation for this lot. No trends were detected. Service order# (B)(4) feedback: field engineer cleaned all areas of the xts and replaced the drain bag. I attempted to verify repair and heard an audible noise coming from the centrifuge. The centrifuge was replaced and all checkouts passed. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of investigation. The data key was received and analyzed. The kit was not received for analysis. Based on the analysis for this complaint no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp# (B)(4). Refer to CAPA# (B)(4).